Event description:
Patient revised on (B)(6) 2021 due to instability approximately 2 years following primary surgery. Surgeon explanted the 36/+9 standard humeral cup, and then implanted a 36/+6 standard humeral cup and a +9mm humeral spacer.